Event description:
Inaccurate result(s). The customer stated that they "error rate too high and you can't trust the result. It looks like only severe case can be detected."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.